Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.